Event description:
It was reported that the patient presented an exposed cylinder that eroded distally though the right corpora of the penis. The inflatable penile prosthesis (ipp) was removed and a malleable penile prosthesis was implanted. There were no device performance issues with the explanted ipp. A full recovery is expected for the patient.